Event description:
It was reported that oversensing or noise was observed on the pace/sense portion of the right ventricular lead. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a right ventricular lead integrity alert (lia). Rv lead integrity alert warning for increased sic count and 2 or more high rate non sustained episodes less than 220 milliseconds (ms) on (B)(6) 2014. Sensing integrity counts went up to 138 (within 33 days) along with high rate non-sustained episodes and evidence of oversensing during (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.